Event description:
It was reported that during a colectomy procedure, the device was fired for the first time and the anastomosis had some malformed staples and a small leak. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Other # = f5w50w (batch # for device b); exp date = 07/17/2014 (device b). (Device b): 08/17/2009. Eval summary: device a was received in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device b arrived in good visual condition. The anvil half break away washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. However, the knife was noted to have nicks. This damage is consistent when the device is fired over an already existing staple line, hard object or thicker issue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device fired, cut and formed all the staples as intended. The staple line was noted to be complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.